Manufacturer narrative:
A specific root cause was not identified. The issue the customer complained about did not recur and no further data could be provided for investigation. Possible root causes for this event may be sample quality such as foam or bubbles on the sample surface, tilted tubes in combination with wet walls, or fibrin clots or strands caused by improper pre-analytical handling. Another possible root cause may be related to insufficient maintenance.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained ongoing, intermittent imprecision issues with elecsys troponin I stat immunoassay (troponin I stat) on a cobas 6000 e 601 module. The customer provided erroneous results for 1 patient sample. No erroneous results were reported outside of the laboratory. The initial troponin I stat result from an aliquot sample cup processed by the modular pre-analytic (mpa) system was 5.64 ng/ml. The sample was auto-repeated and the result was 4.31 ng/ml. The customer pulled the primary sample tube and repeated the sample twice with results of 5.63 ng/ml and 5.66 ng/ml. The repeats results from the primary tube were believed to be correct. The customer reported the result of 5.66 ng/ml outside of the laboratory. The customer stated that when this issue occurs, the sample has normally come from the mpa. The customer stated that aliquot racks are not reused. This medwatch will cover the mpa system. Refer to medwatch with a1 patient identifier (B)(6) for information on the e601 module. No adverse event occurred. The troponin I stat reagent lot number was 18649501 with an expiration date of 09/30/2017. The investigation is ongoing.